Event description:
It was initially reported that the patient's generator was unable to be communicated with due to end of service. During the generator replacement surgery when the lead was connected to the new generator high impedance was received. The surgeon attempted to remove and reinsert the pin but the high impedance did not resolve. The surgeon was preparing to perform and full revision, but wanted to consult the family first. The family decided to not proceed with the replacement at this time. They were unsure if vns had provided enough benefit to warrant a full revision. The surgeon decided that he would prefer to perform a full revision at another time rather than just a lead revision so he did not leave the patient implanted with the new generator. Review of programming history shows that the patient has had high impedance since (B)(6) 2006, (output status = limit, lead impedance = high, dcdc = 7, eri = no). Good faith attempts for more information have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history (B)(4).

Event description:
Additional information was received that indicated that the generator was discarded and will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
.